Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented to the hospital for lead fluoroscopy. Noise and automatic mode switch episodes were noted on stored electrograms of the patient's atrial lead. Following fluoroscopy, the physician made programming changes. The patient will continue to be monitored.

Event description:
New information received noted that the fluoroscopy was performed on the patient's device system. The physician did not see anything concerning as a result.